Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board and oxygen blending module board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported an issue with the oxygen blending module board. The oxygen blending module board was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the issue was found to be a component level failure of the oxygen sensor.